Manufacturer narrative:
This report is for an unknown matrixneuro screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient underwent an acoustic neuroma resection retrosigmoid procedure. The patient was implanted with the titanium matrixneuro adaptation plate and putty cement. There was a surgical time of 559 minutes. There were no intra-operative complications. The patient is doing great after gross total resection of a massive vestibular schwannoma and a scar in the iac. The patient reports low back pain and issues with sleeping recently. Patient has no hearing on the right side. This is report 3 of 3 for (B)(4). This report is for an unknown matrixneuro screw.